Manufacturer narrative:
This report is being submitted to correct again the describe event or problem (b5) in section b, adverse event/product problem. This report is being submitted to correct the date of event field (b3) in section b, adverse event/product problem. This report is being submitted to correct the describe event or problem (b5) in section b, adverse event/product problem; explant date field (d6b) in section d, suspect medical device.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance output of 280 ohms and high capture threshold output of 6 volts at 1 millisecond due to insulation breach which was confirmed when the suture was observed to be directly on this rv lead and not on the suture sleeve. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported. Additional information was received that the patient with this rv lead also experienced ventricular tachycardia (vt) and received shocks. Shocks three through six did not convert the arrhythmia the patient, which was thought to be due to high defibrillation thresholds (dft). The therapy was exhausted and the patient remained in vt at the end of the episode at a cycle length of 315 milliseconds. This rv lead was explanted, replaced from single coil to dual coil due to the high dfts and retained by the hospital.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance output of 280 ohms and high capture threshold output of 6 volts at 1 millisecond due to insulation breach which was confirmed when the suture was observed to be directly on this rv lead and not on the suture sleeve. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance output of 280 ohms and high capture threshold output of 6 volts at 1 millisecond due to insulation breach which was confirmed when the suture was observed to be directly on this rv lead and not on the suture sleeve. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted and retained by the explanting hospital.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b, adverse event/product problem; explant date field (d6b) in section d, suspect medical device.